Event description:
It was reported to the company that after a successful ci electrode array placement, the base of the drive unit was being removed from its fixation (2 self-drilling screws) on the skull and the screw heads separated from the shaft during their removal. The surgeon then removed the screw shafts by drilling around them to loosen them from the surrounding bone and was able to remove both screw shafts in their entirety. Surgeon completed the procedure successfully. The company screw parts were not returned to the manufacturer. It was reported that the surgeon did not elect to use the screwdriver that accompanied the sterile, single use drive unit component (recommended for use in the accompanying IFU) but rather sourced their own. Follow-up status on patient recovery and safe and effective use with implant will be monitored.